Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a follow-up, an eri message was displayed and the battery voltage was 2.39 v. The device was programmed to 3.0 v, 0.4 ms in the atrium with an impedance of 349 ohms and 2.5 v, 0.4 ms in the ventricle with an impedance of 602 ohms. The settings had remained consistent.